Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood and contrast visible on the shaft and on the balloon and contrast in the inflation and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A conclusive cause for the reported difficulties was unable to be confirmed. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that post deployment of the 2.75 x 18 mm xience stent, the stent delivery system (sds) balloon appeared to be deflated, however resistance was encountered with the implanted stent during removal. It was removed from the anatomy without issue. No adverse patient effects were reported. No additional information was provided.